Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device switch on automatically.

Event description:
There was no patient involved. Device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 7th april 2011. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. The device did not turn on or display any faults. This equates to approximately 33 months of normal use without fault. Due to the length of time the initial pad-pak was installed, the low battery fails at the end of the history log were most likely due to a genuinely depleted pad-pak given no fault was found with the device even under elevated stress of temperature cycling. There was no pad-pak returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.